Event description:
Per complaint (B)(4), a patient's dental implant fractured. Their crown was reported to be mobile. The dental implant was removed five years after initial placement. The procedure was completed within the same visit.